Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The field service engineer (fse) has investigated the reported ventilator on-site. The fse replaced the air gas module to resolve the issue and sent back for further investigation. After the replacement, the ventilator passed all functional and safety tests and was cleared for clinical use. The provided logs confirm the reported issue. The returned air gas module has been tested in a ventilator. It failed the pre-use check with internal leakage, safety valve and flow transducer tests. During ventilation it alarmed for safety valve test failed. The air gas module regulate the inspiratory gas flow and gas mixture. The faulty gas module may lead to stop of ventilation, low o2 or high pressure. The air gas module was disassembled for further investigation. It was noticed that a resistor fell off directly during the disassembly. Soldering it back to it's printed circuit board inside the gas module solved the issue. The pre-use check passed and it worked normally during ventilation. The reason why the resistor was loose is unknown.

Event description:
It was reported that the ventilator failed internal leakage test with a message 'system volume too small' during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).